Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed poor inductive telemetry and backup operation on a pacemaker. No changes or intervention were reported. The patient condition was unknown.